Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was an attempt at implant procedure due to high impedances. No adverse patient effects were reported.